Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that a physician described that the patient had pain over the implant site and had better improvement with botox, and had decided to have the device explanted. The issue was reported to be resolved at the time of the report. Additional information was received on 2018-jul-30 from a healthcare provider via a manufacturer¿s representative (rep) indicating that the rep learned about the patient on the day of the procedure when they showed up for a different patient¿s implant case, and saw the patient on the operating room schedule. It was reported that the physician only stated that the patient had the pain for ¿some time¿ but did not have a specific date of when the pain began. No further complications were reported.